Manufacturer narrative:
D3 date of event: approximated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Campobasso, d., siena, g., chiodini, p., conti, e., franzoso, f., & maruzzi, d. (2022). Composite urinary and sexual outcomes after rezum: an analysis of predictive factors from an italian multi-centric study. Prostate cancer and prostatic diseases. Https://doi.org/10.1038/s41391-022-00587-6.

Event description:
It was reported in a study published in the prostate cancer and prostatic diseases journal that a multicenter, and a retrospective study was conducted to analyze the predictive factors of composite urinary and sexual outcomes after a rezum treatment. The medical record of 262 patients who underwent a water vapor therapy procedure in seven different italians institutions were available. The study spanned from june 2019 to april 2021 and utilized a median follow up period of 11 months after procedure. The study measured the international prostate symptoms score (ipss), ipss quality of life (qol), the overactive bladder questionnaire-short form (oab-q sf) score, and the international index of erectile function (iief-5). No early or late serious adverse events (clavien iii-IV) occurred. Early complications reported included four cases of clot retention, and one patient requiring blood transfusion. Urge incontinence was reported by 6 patients, while no cases of stress urinary incontinence occurred. Only four patients required surgical retreatment due to treatment failure. After the procedure, the antegrade ejaculation rate was 78.2%, with a 21.7% increase. Other early and late complications were also reported, such as: acute urinary retention, dysuria, urinary tract infection, and hematuria. Functional outcomes at the latest follow up showed sustained improvements in peak flow, pvr, oab-q sf, qol, ipss and antegrade ejaculation. This comprehensive study confirmed that the rezum treatment is effective and safe.